Manufacturer narrative:
Update rec'd (B)(6) 2014 ¿ pfs and medical records received. Part/lot info received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced pain, discomfort, and limited mobility.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/11/2012- pfs and medical records received. Part/lot was provided. After review of the opertive note there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Product complaint # (B)(4). UDI: ((B)(4).

Event description:
Complaint description: new etq created in order to update etq (legacy system). Complaint number (B)(4). Reason for original complaint- litigation alleges that patient experienced pain, discomfort, and limited mobility. Update rec'd 10/11/2012- pfs and medical records received. Part/lot was provided. After review of the operative note there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/27/2014. Update ad 16 aug 2018: (B)(4) has been re-opened under pc-000260219 due to the receipt of ppf and sticker sheets. There are no new allegations and no revisions reported. Updated patient identifier. Doi: (B)(6) 2009 - dor: none reported (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.